Event description:
It was reported that the asymptomatic patient presented for a follow up in clinic with a right ventricular lead that exhibited lead noise, r-wave amplitude variation, and high pacing impedance due to suspected conductor fracture. Lead revision was discussed; no interventions were reported. The patient was in stable condition.

Manufacturer narrative:
The reported events of fracture, sensing noise, r-wave amplitude variation, and high pacing impedance were confirmed. As received, a partial lead was returned in two pieces. Visual and x-ray examination found a possible inner coil fracture at the middle region of the lead. Additional analysis found that all four filars of the inner coil were fractured. The cause of the reported events was due to fracture of inner coil consistent with fatigue fracture.

Event description:
New information received noted that the lead noise was over-sensed. The lead was explanted and replaced. The patient was in stable condition post-procedure.